Event description:
The distal end of the screwdriver blade broke during operation. Operation continued with solid screwdriver blade and then with 3 mm screw/screwdriver blade. Operation got about 15 minutes longer due to the breakage.

Manufacturer narrative:
The product was not returned for investigations. Based on the available information the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue.